Event description:
Boston scientific received information that this right ventricular (rv) lead became dislodged. After many unsuccessful attempts to reposition this lead, the lead was removed and a new rv lead was implanted. There were no further adverse effects reported.